Manufacturer narrative:
There is an indication that the subject product is going to be returned to us for evaluation. However, it has not been received to date. As a result no conclusion can be drawn at this time. A follow up report will be submitted when, if, subject product is returned and evaluated.

Event description:
It was reported that the pt presented with a painful knot which developed into infection and fistula. Surgery to remove mesh was performed, it was found that the inner ring had broken and perforated the bowel.